Event description:
Clinical notes were received as part of the vns replacement process. The notes indicated that the vns was believed to not be working, but from the available information it is not clear why. Of note, it was stated that the vns appears to be effective. No additional or relevant information has been received to date.

Event description:
Information was received that the patient's generator was replaced. The company representative that supported the replacement stated the generator was able to be interrogated with no issues, and that the battery status had reached end of service. The explanted generator will not be received as the explanting facility discards explanted devices. No additional or relevant information has been received to date.